Event description:
Litigation papers allege patient suffered injuries including, but not limited to, severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours. **update* (B)(6) 2011 - the original operative report was received. Part/lot information was identified with invoice search.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.